Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 418078, explor offset handle, lot # 906140. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
It was reported that during a primary surgery, a screw fractured and the handle was not stable. Default instruments were used to completed the surgery. No patient harm or impact occurred. No further information is known at this time.

Manufacturer narrative:
(B)(4). Additional information was received that indicates the fractured screw is from the instrument handle. This malfunction did not cause or contributed to a serious injury. Therefore, this is not reportable.

Event description:
Additional information was received that indicates the fractured screw is from the instrument handle. This malfunction did not cause or contributed to a serious injury. Therefore, this is not reportable.